Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a disconnection during pd treatment. There was an air detected in cassette warning during drain 2 of 5. The warning occurred twice. The patient realized the patient line was not connected. Patient was advised to reset up and restart treatment. In a follow up, the patient explained that the stay safe connector became disconnected. There was no obvious defect. The patient did not have any harm, intervention or adverse event associated with the disconnection. The patient was able to complete treatment with a new set-up. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that there was a disconnection during pd treatment. There was an air detected in cassette warning during drain 2 of 5. The warning occurred twice. The patient realized the patient line was not connected. Patient was advised to reset up and restart treatment. In a follow up, the patient explained that the stay safe connector became disconnected. There was no obvious defect. The patient did not have any harm, intervention or adverse event associated with the disconnection. The patient was able to complete treatment with a new set-up. The cycler set is not available to return.